Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the guidezilla ii guide extension catheter. There was no packaging received with the device. The shaft, collar, and tip were microscopically and visually examined. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that the device was not sealed. A 6f guidezilla ii guide extension catheter was selected for use. During unpacking, it was found out that the bottom of the packaging was never sealed. The procedure was completed with a different device. No complications reported and the device never entered the patient's body.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the device was not sealed. A 6f guidezilla ii guide extension catheter was selected for use. During unpacking, it was found out that the bottom of the packaging was never sealed. The procedure was completed with a different device. No complications reported and the device never entered the patient's body.